Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: the patient underwent deployment of an ivc filter for deep venous thrombosis. The filter was placed via the right common femoral vein at the level of l3 without incident. Approximately twenty-two months post filter deployment, an attempt to remove the filter was made. The deployed filter was low and tilted to the right and despite use of balloons and forceps to center the filter, it could not be retrieved. Approximately two weeks after attempted ivc removal, the patient presented to the emergency room with left leg pain and reportedly had a new deep venous thrombosis of the right lower extremity. The patient was on eliquis at this time. An ultrasound confirmed deep vein thrombosis in the left common femoral, femoral and popliteal veins and for a superficial venous thrombus in the left great saphenous vein at the saphenofemoral junction. Patients pt; 24.0; inr 2.1. A venogram a week later, demonstrated the ivc filter was occluded and a cardiac catheterization showed the filter to be low in the ivc and "tilter" to the right and occluded from the filter to the renal veins. The patient was treated with anticoagulation (lovenox) and transferred on hospital day four to another hospital for evaluation for ivc removal. Ultrasounds approximately two years and three months post ivc deployment, indicated deep vein thrombosis involving the right common femoral vein, right femoral vein, right popliteal vein, superficial vein thrombosis involving the right great saphenous vein; deep vein thrombosis involving the left external iliac vein, left common femoral vein, left femoral vein, left popliteal vein, tibioperoneal trunk and left gastrocnemius vein; and a superficial vein thrombosis involving the left great saphenous vein. No further records are available at this time. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately twenty-two months post filter deployment, an unsuccessful attempt was made to remove the filter. The deployed filter was low and tilted to the right, and despite use of balloons and forceps to center the filter, it could not be retrieved. Approximately three weeks later, a venogram demonstrated the ivc filter was occluded. Therefore, the investigation is confirmed for retrieval difficulties, filter tilt, and occlusion. However, the investigation is inconclusive for perforation of the ivc. Per the provided medical records, the filter was tilted. It was unable to be centered, resulting in the failed retrieval. Therefore, the tilted filter likely resulted in the retrieval difficulties. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Retrieve the eclipse filter using an intravascular snare or a recovery cone removal system only. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015). (Manufacture date: 08/2012). ((B)(4)).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.